Manufacturer narrative:
Upon inspection, steris service tech has found that door switch on sonic energy cleaner had overheated and shorted out. Replacement of door switch restored proper unit operation. Unit has been released for use by the customer.

Event description:
Double-pole switch on service access door had shorted out.